Event description:
The customer reported the system failed to boot up. No report of patient injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. A circuit board and battery were replaced. The system was then found to be operating as intended.